Event description:
Ous MDR - it was reported that about 6 months after implantation a large increase in the threshold was found. The lead was explanted and a new one implanted. No decline in the patient's health was reported.

Manufacturer narrative:
The electrode is currently not available for analysis. A conclusion regarding the clinical observation can not be made at the time. The investigation is ongoing and will be updated as new information becomes available.